Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, an magnetic resonance imaging (MRI) confirmed the patient had experienced a cerebral infarction. The patient did not experience any symptoms. No treatment was reported. No additional adverse patient effects were reported.